Manufacturer narrative:
Date rec'd by MFR: 07mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the flow sensor assembly. The customer reported that the flow sensor assembly was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed air flow accuracy testing (when set to 0 standard liters per minute (slpm), the unit read -240 slpm). There was no patient involvement. Event date not specified; estimate used.